Event description:
The customer reported that the device handle could not be re-opened after a few applications during a pelvic exenteration with an ileal conduit and a low anterior resection. The device blade was reported as being exposed. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.